Event description:
The reporter indicated that a 12.1mm vticmo12.1, -11.5/2.5/088 (sphere/cylinder/axis), implantable collamer lens was implanted and removed intraoperatively from the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Device problem code: 1494 - off-label use, acd<3.0mm. (B)(4).